Event description:
Reportedly, upon reloading, the instrument stuck on tissue and had to be cut out to remove. Surgeon then used a different type instrument to complete the procedure. Procedure: thoracotomy, removal of upper and middle lobe.